Event description:
It was reported that the customer's blood glucose level was 130 mg/dl and his sensor glucose level was 315 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. Standard troubleshooting was performed. The customer stated he had received calibration errors from his sensor. The customer was advised to calibrate his sensors three to four times per day. The customer was sent replacement sensors. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.